Manufacturer narrative:
One 4 lesion nt2000¿ pain management p/n rfg-nt-2000 rf generator sn (B)(4) was received into the lab for analysis. Visual inspection revealed the input, output connectors and controls appeared to be free of physical damage. When the generator was powered on, the system successfully executed the power on self-test and powered on successfully. An error message stating ¿communication error¿ was observed right after the startup. Further investigation revealed the generator had an abnormal functioning stimulation board. The stimulation board was replaced temporarily with a known good stimulation board. The reported event was resolved. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to an abnormal functioning stimulate board.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior to a procedure after patient sedation, the screen displayed an error message of "communication error : controller not responding or incompatible" and would not operate, resulting in a cancellation of the procedure. Upon startup, a beeping sound was heard, however the lesion and pulse functions did not work. The issue did not resolve and so the procedure was cancelled. There were no adverse patient consequences. The procedure will be rescheduled.